Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 110mg/dl at approximately 10:00am on the contour next link 2.4, but was feeling dizzy, tired and almost passed out, which were symptoms for hypoglycemia. The customer called the school health services for assistance. At approximately 10:05am they ran another test using their meter and the reading was 48mg/dl. Customer was given a box of juice, received a reading of 168mg/dl on the contour next link 2.4 an hour later, and was feeling better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the strips for evaluation. New strips and meter were sent to the customer.